Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported "hole in valve". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed unidentified (tear) opening . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease, missing and broken on the plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported "hole in valve". This record is for the left side. Device was explanted and replaced.